Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found the device's charge pak had a shorting plug inserted indicating that insertion of the charge pak had been attempted, and the battery pins were bent. The cause of the reported issue was due to misuse and failed installation of the charge pak assembly by the customer.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.

Manufacturer narrative:
The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.